Event description:
Catheter placed 1/27/94. Flushing daily with saline followed by heparin. On 2/10 leakage noted at hub/catheter connection. Extension tightened and no further leakage. On 2/15 during dressing change, flushing revealed tiny hole at site where catheter connects to hub. This is fourth catheter that has leaked at this exact site. (Also see mw10000601, 1000900 and 1000901. )